Event description:
It was reported that an ilet user experienced hyperglycemia, with a highest blood glucose of 401 mg/dl over less than 90 minutes, the device alerted to the high value, and the glucose did not initially correct; the glucose later returned to range, and no medical intervention or outside assistance was required. Symptoms included thirst and dizziness. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included user follow-up and troubleshooting with education. Investigation of this case revealed no device malfunction or component failure identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.